Manufacturer narrative:
Evaluation results: failure to follow instructions - lesion not pre-dilated. No results available since no evaluation performed - device or procedural images not provided for review. Patient's condition affected effectiveness of device - tortuous lad with calcification. Inherent risk of procedure - stent embolization. Evaluation conclusion: inherent risk of procedure - stent embolization. Device failure/lack of effectiveness related to patient condition - tortuous lad with calcification. Unable to confirm complaint - device or procedural images not provided for review. User error contributed to event - lesion not pre-dilated.

Event description:
The physician implanted a resolute integrity drug eluting stent in the lad which was reported to be a tortuous anatomy with calcification. The stent was implanted distal to a previously deployed stent. The physician then attempted to stent the vessel between the 2 stents. A resolute integrity was used; however, the stent got caught and came of the delivery device in the vessel before the balloon was inflated. The stent was crushed to the vessel wall to secure it. It is reported that the lesion had not been pre-dilated. No clinical sequelae reported.